Event description:
Device 5 of 5. Reference MFR. Report#: 3006705815-2019-00564, 1627487-2019-02290, 1627487-2019-02291, 1627487-2019-02609.

Manufacturer narrative:
Concomitant medical products and therapy dates: model 3771 - scs ipg - therapy date unknown. Model 3169 (x2) - scs lead - therapy date unknown. Model 3346 - scs extension - therapy date unknown.

Event description:
Device 5 of 5. Reference MFR. Report#: 3006705815-2019-00564, 1627487-2019-02290, 1627487-2019-02291, 1627487-2019-02609. It was reported that patient experienced infection at an unknown location. As a result, the patient underwent surgical intervention to explant entire scs system on (B)(6) 2019.